Event description:
Customer reportedly received the following results on a compact plus meter, within 10 minutes: 29 mg/dl, 130 mg/dl and 139 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.